Event description:
It was reported the pt experienced nausea and vomiting. An x-ray was taken. It was determined the patient's lead had migrated. The pt underwent surgery to revise the lead. The pt recovered without sequela.